Event description:
Additional information was received from the patient. They reported that the cause of the lack of stimulation was because they walked by a hospital scanning machine upon entry. The patient was taught on how to access the program and issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had an implant on their left side and it was removed. Patient said they waited a little over a year and had the implant put in on their right side. The patient stated the therapy was not working as well on the right side so a medtronic representative came to the doctor's office and expanded and created a new program for the patient. The patient then said for some reason yesterday they went into the system to see why they weren't getting the full benefit and noticed there was no program a on there. Patient was on programs 1-7 and now they were reverted back to program 4, which was where they were before. The patient also said they were feeling stimulation more than not. The patient mentioned that the representative made program a as wide as possible so that the stimulation would penetrate the left side a little bit as best as they could, but now program a had disappeared. The patient was redirected to their healthcare provider to further address the issue.